Event description:
It was reported that after opening the package, it was observed that the extensor (tubing) was not connected to the transducer. No patient injury was reported.

Manufacturer narrative:
No product return.

Event description:
It was reported that during a visceral surgery, the clips would not advance. No clip was visible at the tip of the device. Another like device was used to complete the case. There was no pt consequence.

Event description:
A customer contacted beckman coulter inc. (Bci) to report (B)(6) results for a patient generated by unicel dxi 800 accesss chemistry analyzer. The results were reported out of the laboratory. The sample was repeated on the same unit and another unit and the results obtained were lower. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Evaluation summary: customer report was: the product was returned to edwards for analysis. The kit appeared unused. No priming solution was visible inside the kit. All IV and luer caps were still attached to the kit. The stand-alone stopcock and its attached 12" tubing were found disconnected from the 48" tubing/ rest of dpt kit. It was noted that the handle of the stand-alone stopcock was turned 90 degree from its original position. No visible damage or defect was found from the stopcock or pressure tubing connector. The stand-alone stopcock was reconnected to the rest of the kit without any problem. The connection was tight and secure. There is no indication of a product defect. The threaded luer lock fitting became disconnected. This can be easily reconnected by the customer. As noted above in the evaluation, the connection was tight and secure. The directions for use instruct the customer to ensure that all connections are secure prior to use.